Manufacturer narrative:
Customer (person) not provided, information provided by(B)(4). Occupation: non-healthcare professional. Investigation: filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Rpn/lot is unknown, however, the device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report includes information known at this time. A follow up report will be submitted should additional information become available.

Event description:
It is alleged that "patient received a cook celect filter. Patient is alleging perforation of organ. Hospital and medical records have not been provided."

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava perforation. The reported allegations have been further investigated based on the information provided to date. The additional information regarding vena cava perforation does not change the previous investigation results for organ perforation. Catalog and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It is alleged that the patient received a cook celect inferior vena cava (ivc) filter on (B)(6)2016, and the patient was injured without further explanation. Multiple prongs of the cook celect ivc filter implanted in patient's body perforated through the ivc. Further, one prong of the filter abuts the paraspinal musculature, and a second prong abuts the aorta.

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: anxiety, worry. The reported allegations have been further investigated based on the information provided to date. Unknown if the reported anxiety, and worry are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The patient allegedly received a celect vena cava (ivc) filter via the right internal jugular vein due to deep vein thrombosis (dvt), unable to anticoagulate the patient is alleging vena cava perforation, the patient further alleges perforation abutting other organs, anxiety, worry. Per computed tomography (CT) of abdomen: "caval perforation: grade 2 cava penetration at 11 o'clock, grade 1 caval penetration at 10 o'clock, 1o'clock. Grade 3 organ abutment at 7 o'clock with the paraspinal musculature and 1 o'clock with the abdominal aorta, tilt: no significant ap or lateral tilt migration: no. Pertinent negatives: see below, additional findings: filter type: cook celect placed 2016,location: tip is below the right renal vein. Number of struts 12, strut fracture: absent".